Manufacturer narrative:
Device has not yet been returned for physical evaluation. It was recorded that there were alarms notifying the end user that the unit experienced gradual increase in the temperature which ultimately caused the blower failure. There were no evidences of main electronic failure as there were still power to the blower, which lead to the findings that the high temperature are due to clogged filters. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that they have identified a burning smell coming from the bellavista 1000 unit. This was reportedly during use on a patient. As of this time, it is unknown whether or not there was any patient consequence associated with the event.